Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. The partial distal portion of a lead measuring 48.8 cm was returned for analysis. External insulation abrasions were noted 38.5-38.8 cm, 38.8-39.0 cm, and 45.3-45.9 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasions were noted 27.9-28.0 cm and 28.2-28.4 cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.0-13.7 cm, 10.6-13.1 cm, and 28.7-32.7 cm from the distal tip. The etfe coating was intact at these locations. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.